Event description:
It was reported: the patient started using liquid oxygen in (B) (6) of 2009. Sometime in the (B) (6) of 2009, the patient began experiencing ringing in his ears. The patient sought medical attention for the issue and was advised that he had some degree of hearing loss. The patient attributes the condition to the noise caused when filling his portable liquid oxygen device. (B) (4).

Manufacturer narrative:
The device has not been returned for evaluation. If and when additional information becomes available, a supplemental report will be filed.